Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the pump and transmitter regained connection. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.